Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin on board (iob) went from 2.9 units to 0 units, then went back up again. Tandem technical support supervisor reviewed pump data logs and verified issue did not occur; however, the customer insisted the pump was not operating as expected. There was no information provided regarding the customer's blood glucose level.